Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was completely out of supplies and had to go off from her insulin pump. Due to this the customer ended up in ketoacidosis and was hospitalized last week. The customer declined to troubleshoot as she will call back later. The most recent glucose level was 188mg/dl. Attempted to contact the customer twice with no results and a message to call us back was left in the voicemail. No further information was provided.